Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity. The patient reported they had the pump replaced on (B)(6) 2019 and "the manufacturer¿s representative (rep) there was questioning my dose before I went in for the replacement surgery." Patient services (ps) asked if the pump was replaced due to a problem and they said yes. They said that since "last year I was in a car accident on (B)(6) 2018, and 2-3 times after that there was too much medication left in the pump when it was refilled so they chose to replace it." Ps asked again about the rep "questioning the dose,¿ and the patient said "the rep asked why I was on a 1250 mikes." Ps asked if he is referring to mcg/day or mcg/ml and he isn¿t sure. He says "I get 200 mikes a day or 220." Ps asked again for clarification on what the rep "was questioning" but he couldn¿t really explain this. The rep wanted to make sure the patient knew that "the pump was replaced because it isn¿t working correctly according to my doctor." This was shortly before he went into surgery for his pump replacement surgery. The reason for the call was that the patient wants to find a doctor in the area that can "put in generic baclofen." Ps offered to send healthcare professional (hcp) listings, and the patient says he has already tried our physician finder and none of the doctors will put gablofen in the pump. He says, "I met with the doctor last thursday ((B)(6) 2019) for an adjustment because they are trying to get the dose correct and I asked if they can put in gablofen but the doctor is out of the country, and the nurse practitioner said they will look into it." Ps asked why the patient wants to move to gablofen, and they said "it¿s a different dose than gablofen provides, it provides 500 ccs and 1000ccs." It was noted that the patient seems very confused, and isn¿t making any sense. Then he said "I don¿t want there to be an issue. I have 1250. If I get 220 or 200 mikes a day, then what would the 1250 be?¿ ps told the patient this could be the concentration, but ps didn¿t really know what he is asking, and it was advised that the patient consults with the hcp. There was no out of box failure reported and there was no medical/therapy problem related to a small components product. There were no symptoms reported. There were no further complications reported/anticipated.